Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient had twisted the pump numerous times, causing the catheter to coil up and not infuse. The catheter was revised, but the patient was hospitalized afterwards, as she was obtunded. The pump was filled with saline and programmed to minimum rate. At the time of this report, the pump still contained saline at minimum rate mode and the patient was recovering in a nursing home. The final patient outcome was not reported. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was later reported that the date of the onset of the event was (B)(6) 2014. The patient was not receiving pain relief. The flipped pump was diagnosed when, during a pump refill, all the medication was drawn out of the pump except for 2ml. The pump had a residual of 39ml. The catheter was twisted at the pump/catheter connection. The catheter issue was identified during a dye study. The flipped pump was successfully corrected during the revision. At this time, re-suturing was done and a catheter replacement was performed. No catheter segments were left in the patient not in use. It was noted that the cause of the patient¿s symptoms following the revision was unknown, as the starting dose was below what was considered as a ¿normal¿ starting dose. At the time of this report, the patient had recovered without permanent impairment.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s pump flipped. The reporter didn¿t have many details and noted the health care provider (hcp) had just called him for troubleshooting advice. The reporter wasn¿t sure when the device flipped or whether it had been moving around and may have flipped multiple times. The pump had been refilled approximately one month prior the date of this report and then on the date of this report they were going to refill the pump again. At the refill, they had expected approximately 22mls and pulled out 39mls. There was no therapy or medical problem. It was reported the patient had not had any withdrawal symptoms. It was then reported the hcp was going to flip back the pump on the date of this report; however, the reporter wasn¿t sure if it was going to be manually done or surgically. The device manufacturer representative planned to contact the hcp and discuss next steps to troubleshoot the issue. The device system was used to deliver dilaudid. It was further reported a roller study was to be done on (B)(6) 2014. It was later reported that they were unable to aspirate and therefore no dye study was done. The patient was being scheduled for a pocket revision. Additional information has been requested, but was not available as of the date of this report.